Manufacturer narrative:
(B)(6), regulatory manager at orasure technologies inc., received an email from (B)(6) ph.d, staff fellow with the FDA requesting that all false positive cases of inteliswab be reported to the FDA as an MDR in accordance with 21 cfr part 803. Previously orasure technologies was not submitting fp cases as an MDR as it was a non-reportable event, therefore pdr-22-0002 has been opened for past and future fp cases. (B)(6) 2022- consumer called into the call center to report fp result. No follow up is to be expected with the complaint file and the incident will be closed internally.

Event description:
Consumer stated she purchased the inteliswab test at a local drug store ,because she has to test weekly for work. Consumer stated she performed the test on (B)(6) 2021 and received a positive test result. Consumer then called her doctor and had a pcr test performed on (B)(6) 2021. Consumer stated she got the test results back on (B)(6) 2021 and the results were negative.

Event description:
Consumer stated she purchased the inteliswab test at a local drug store ,because she has to test weekly for work. Consumer stated she performed the test on (B)(6) 2021 and received a positive test result. Consumer then called her doctor and had a pcr test performed on (B)(6) 2021. Consumer stated she got the test results back on (B)(6) 2021 and the results were negative.

Manufacturer narrative:
(B)(4), regulatory manager at orasure technologies inc., received an email from (B)(4)staff fellow with the FDA requesting that all false positive cases of inteliswab be reported to the FDA as an MDR in accordance with 21 cfr part 803. Previously orasure technologies was not submitting fp cases as an MDR as it was a non-reportable event, therefore (B)(4) has been opened for past and future fp cases.